Manufacturer narrative:
Initial and final MDR 1934044- MDR 3003442380-2024-19713- device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On 20-april-2024, it was reported by the patient that five infusion set was kinked within 3 hours of insertion. High blood glucose level displayed high and treated by correction via mdi. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.